Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. The hcp reported that the patient's pump was unsafe state after a MRI. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer's representative (rep). The patient had the MRI on (B)(6) 2018, then had an appointment on (B)(6) 2018. The hcp reported that the pump was in safe mode and read the logs. The pump was reprogrammed and was working as intended. It was reported that the patient's dose was decreased from "3 to 1," but the drug and concentration was unknown. The hcp believed the pump was in safe state and not telemetry state because the patient had experienced an increase in pain since having their MRI on (B)(6) 2018. The indication for use was non-malignant pain. No further complications were anticipated/reported.